Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, it was found that the rv lead had dislodged prior to the end of the procedure. The physician reopened the pocket and the rv lead was repositioned in a more apical septal position. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.